Event description:
It was reported that the pump runs normally without an error message however the health care professional during her rounds found the vac bandage with lots of liquid under the film, the vac pad half under suction, the bandage has been this without an error message. According to health care professional there is probably clot in the suction hose and therefore it does not suck sufficiently but should give a blockage alarm but it doesn't. No harm or injury reported.

Manufacturer narrative:
H3, h6: the device, used in treatment, has not been returned for evaluation. We have been unable to establish a relationship between the reported event and the device or determine a root cause on this occasion. A review of the associated batch manufacturing records could not be carried out as no batch/lot number was provided. However, we have no reason to suspect that the product did not meet specifications at the time of manufacture. The complaint history review found further instances of the reported event in the past years. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. Please refer to the instructions for use for additional support. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.